Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. No unexpected battery failed test alarm noted. No unexpected battery failed test alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump for the past 3 days. Customer tried changing the battery for the past 3 days with (B)(4) batteries but they still had the same issue. Customer stated that all batteries were new, not used or expired. Customer noted there was a crack on the battery cap and battery compartment. Customer stated that the pump was not dropped or bumped. Customer stated that the drive support cap is still indented and the sticker label is intact. Customer's blood glucose was 25 mmol/l at the time of the incident. Customer treated with a manual injection during the call. Customer only noticed the damage today during the call. Customer completed the self test with no error. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.